Manufacturer narrative:
The complaint of failure to interrogate was confirmed. The session record indicated that device had normal battery depletion. The total projected longevity exceeded projected longevity and is considered normal end of life (eol.)

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device could not be interrogated. The device was explanted to resolve the event. The patient was stable and there were no adverse consequences.